Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular rv lead was surgically explanted due to a conductor fracture at clavicle level. The rv lead was discarded, and will not be returned. A new lead was successfully implanted. Besides surgical intervention, no adverse patient effects were reported.